Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the devicethe customer reported condition was confirmed . Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pneupac vr1 cycles breaths while in auto mode. There were no reported adverse effects.